Manufacturer narrative:
Additional device information: concomitant medical device: the following device(s) were used in conjunction with the model #: a/rns-6803, sn #: (B)(4), device manufacturer date: 12/10/2018, unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that their central nurse's station (cns) is monitoring 4 rooms, 2 of which are in communication loss. These devices are showing communication loss on the related remote nurse's station (rns) as well. No harm or injury occurred.